Event description:
The implantable neurostimulator was set high and the patient was getting shocked. The patient was unable to adjust stimulation. No lights were lit on the programmer. The patient did not hear any beeps. A new 9 volt battery had been placed in the programmer. The patient was provided a new patient programmer. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The programmer was returned to the loaner/repair department. L/r replaced the main board of the programmer due to failures on two electrical performance tests. A cracked and loose crystal was replaced.